Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
Received info regarding a cartridge alarm 13 during basal delivery. Customer's blood glucose level was "high all day."